Event description:
The bd ctsd (closed system drug transfer device) connector came apart unwarranted from the patient while he was using the restroom. Pt (patient) denies any manipulation or tugging of line. IV (intra venous) chemo had to be sent back to mixing room. Bd ctsd devices were still attached to port line and to IV line but disconnected easily during simple bathroom trip.